Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc). Technical services (ts) reviewed the reports and noted that there was clear loc on the presenting electrogram (egm) and noted that there were no back up pulses. The patient's intrinsic signals were undersensed. Ts noted that the right ventricular autothreshold (rvat) test was at suspension at a lower voltage than expected, which is an observation that ts has never seen before. Ts contacted engineering. The engineering department also did not have an answer. It was noted that the physicians were discussing next steps. The lead remains in use. No adverse patient effects were reported.